Manufacturer narrative:
Samples received: none. Analysis and results: the customer informed of the incidences with monosyn 3/0 that was recently starting to use. There are three references of monosyn 3/0 supplied to the customer (B)(4). For the reference (B)(4) only one batch has been supplied, 116426. For the reference (B)(4) three batches: 117072, 117111 and 117162. For the reference (B)(4) two batches were supplied: 117084 and 117124. There are no previous complaints for any of the above mentioned reference-batches. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill b.braun surgical requirements. As stated in the instructions for use of the product in the mode of action: when monosyn suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn is essentially completed in 60 to 90 days". Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. B. Braun proposes some tests with monosyn quick, which degrades faster. Monosyn quick has a resistance of 70-80% at 5 days. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke during a surgical procedure.